Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. An x-ray was provided in the journal article however it is unknown if it is correlated to the patient in this complaint. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: canada. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Chaudhry, f., bridger, a., daud, a., greenberg, a., safir, o. A., gross, a. E., & kuzyk, p. R. (2025). Retrospective review of outcomes of total hip arthroplasty in developmental dysplasia of the hip in adults. The journal of arthroplasty.

Event description:
It was reported in a journal article that the purpose of the study was to report the long-term survivorship, clinical, and radiographic outcomes of tha in developmental dysplasia of the hip (ddh) patients using the direct lateral, trochanteric slide osteotomy, or the extended trochanteric osteotomy approach. The study reviewed 255 patients. A highly porous metal acetabular component (zimmer trabecular metal, [zimmer, warsaw, indiana) was most frequently used. A flat tapered wedged femoral component was most frequently used (zimmer ml taper). However, for more complex femoral anatomy, a conical femoral stem (zimmer wagner cone) was most frequently used. The indication for the study was to identify patients who underwent tha for the treatment of ddh. The study population had a mean age of 46 years at time of surgery (range 18-87); 41 males/214 females. Follow-up was conducted at a minimum of 2 years with a mean length of follow-up for 8.3 years (range 0.05 to 21.1 years). The study reported 4 patients with initial total hip arthroplasty on unknown dates who were revised due to dislocation. No further information was provided.